Manufacturer narrative:
(B)(4). The patient¿s medications include; lipitor, coumadin, lisinopril, plavix, digoxin and carvedilol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. The IFU further states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of bilateral common iliac aneurysms with six gore® excluder® aaa endoprostheses. It was reported the patient had a large reverse taper of the proximal neck, causing deployment of the trunk-ipsilateral leg component more distal to the renal arteries than intended. According to the report, an aortic extender component was implanted for proximal extension and positioned distal to the ostium of the lowest renal artery. It was reported, the right internal iliac artery was coiled and intentionally covered with the implantation of an iliac extender component. The procedure concluded with the implantation of two aortic extender components in the left common iliac artery. Final angiography showed exclusion of the bilateral aneurysms with no evidence of endoleak, and the patient was reported to have tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography scan identified loss of vessel wall apposition of the aortic extender component implanted in the proximal neck. Evidence of minimal (~1 mm) aneurysm enlargement was identified, however evidence of endoleak or device migration was not seen. It was reported the aortic extender component lacked complete wall apposition due to the large reverse taper in the proximal neck. On (B)(6) 2017, an intervention was performed to address the proximal apposition issue. It was reported, an additional aortic extender component was implanted for proximal extension in the aortic neck. It was reported, post implantation images showed all devices had obtained adequate apposition to the vessel walls. The patient was reported to have tolerated the intervention procedure.